Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was presented with lumbar spinal canal stenosis underwent micro-endoscopic discectomy. Intra-op, crack suddenly appeared on the monitor screen, it spread and became unusable. The lens shaft has been deformed upward. Product came in contact with the patient. No patient complications were reported.